Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided . Brand name unknown / not provided. Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that biomet screw fractured inside an older niitp5411 implant. No patient impact reported, no patient history reported as the case files have been placed in storage client declined to provide further details. No further information provided.

Manufacturer narrative:
One (1) nanotite tm tapered certain prevail implant 5/4 x 11.5mm (niitp5411) & one (1) unknown biomet screw were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implant item number along with the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported implant is located on tooth # 18 (universal) and has been in use for an unknown amount of time. The length of the unknown biomet screw usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (niitp5411) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (niitp5411 & unknown biomet screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Event description:
No further event information available at the time of this report.